Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a total of 3 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for each event are included below. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 52 mg/dl were recorded at 12:53:43 pm to 1:13:43 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 51 was enunciated at 12:53:43 pm on (B)(6)2020. A user initiated tubing fill of size 11.64 units was observed at 07:43:10 am on (B)(6) 2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. The user made the following bolus request(s) while having insulin on board (iob): time: 07:58:32 am date: (B)(6) 2020 iob: 0.42. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 50 mg/dl were recorded at 01:03:46 am to 01:53:44 am on (B)(6) 2020. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 53 mg/dl were recorded at 02:03:44 am to 02:28:44 am on (B)(6)2020. A cgm alert 1 (cgm low alert) for a reading of 50 was enunciated at 01:03:46 am on (B)(6)2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) value of 41 was recorded at 02:38:44 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 48 was enunciated at 02:03:44 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level was 40 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the customer reverted to manual injections for alternate insulin therapy for diabetes management.

Manufacturer narrative:
Correction: h4 (device manufacture date).